Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was at 89 mg/d at the time of the call. The customer stated that the sensor was pulled out and the site is actively bleeding. The customer was advised to hold pressure on the site until bleeding stops. The customer was educated on the proper site and insertion technique of the sensor and was informed that new sensors will be shipped to them. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.